Manufacturer narrative:
(B)(4): 407652 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient had palpitations throughout the day and received possible inappropriate therapy due to what appeared to be supra ventricular tachycardia (svt). There was also far field r-wave (ffrw) oversensing noted on the right atrial (ra) lead. The implantable cardioverter defibrillator (ICD)nd lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.